Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/02/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive; the contrast button responded appropriately. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
It was reported that the time and date reset to default settings upon battery replacement. The pump displays the ¿verify¿ screen after it is rebooted and the time and date must be confirmed on the ¿verify¿ screen. The issue is not likely to cause an adverse event because the user must manually confirm the settings prior to use of the device. This complaint is not being reported because the user is aware of the issue at the time the time and date settings are verified.